Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that 2 months ago, she went to the hospital with readings ranging from 400-600 mg/dl. Her normal range is between 70-200 mg/dl. She stated on the day of the event, she was feeling ill with symptoms including vomiting, extreme thirst, frequent urination, headache, and the inability to think straight. She stated she tried to bolos with the infusion device, but her readings remained high, and would only come down slightly and then go back up. She went to the hospital and was severely dehydrated and was given 3 bags of IV solution which also contained insulin. When she was released from the hospital her readings were down to 200 mg/dl. The physician was not able to determine a cause for the high readings. The patient switched to her backup device. No product will be returned for evaluation.